Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary diagnosis procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor screen was blank. Review of the log file didn't confirm the reported malfunction. The fse identified that the live monitor in the exam room was not switching on and there was a power supply failure inside the monitor. The fse confirmed that the live monitor was faulty. So, the fse replaced the monitor to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a live monitor was blank. There was no reported patient or user harm. The fse replace the 19" monochrome monitor and returned the system to use in good working order.